Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient was in the hospital due to pneumonia and about to start his duodopa titration. The j tube was pulled out from the blue screw about a foot and a half long and they did not continue the titration. Due to the timing of the pneumonia to the drug titration, abbvie has chosen to conservatively report this event. The reporter did not know when the peg/j tubing was inserted. The patient's history, concomitant medications, diagnostic testing, and treatment were not reported.

Manufacturer narrative:
Reference number: (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia as a post procedural complication is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.